Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient presented to the hospital with presyncope. Review of the presenting electrocardiogram showed noise oversensing with pacing inhibition on the right ventricular (rv) channel. Device interrogation revealed that a rv lead safety switch for out of range pacing impedances had occurred, however, all measurements at the time of the interrogation were normal. A revision procedure was performed and this rv lead was surgically abandoned. The patient's pacemaker was also replaced and discarded. No additional adverse patient effects were reported.